Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a blood glucose reading of 324 mg/dl while using the ilet with a cartridge-driven infusion set, had approximately 13 units of insulin remaining, and the reading decreased to 301 mg/dl by the end of the call after a guided full set change confirmed insulin delivery had resumed; the user was early in algorithm adaptation and had a recent low with potential overcorrection and a recent meal that did not elicit sufficient insulin delivery. Symptoms included elevated blood glucose. Outcomes included recovery actions with successful resumption of insulin delivery and no hospitalization, alerts, or alarms. Investigation included customer interview, review of use conditions, and guided troubleshooting with a full set change. Investigation of this case revealed no device malfunction observed after the set change and insulin delivery was functioning as intended, with the event consistent with hyperglycemia of unclear cause during early adaptation and user-related factors such as recent low recovery and meal handling. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.